Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5 mm condylar plates was processed through the normal manufacturing and inspection operations with one non-conformance noted. A non-conformance report was written due to a hole length dimension not meeting specification requirements due to undersized condition. Two parts were scrapped. It was also noted that this lot did not meet cosmetic requirements due to uneven surface finish and surface scratches. Twenty-three parts were reworked. This lot met all dimensional and visual criteria at the time of product release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an explant surgery was performed on (B)(6) 2015 related to pain and prominent hardware of bilateral lower extremities (right tibia, left ankle, left distal femur). All hardware was removed; no new hardware was implanted. During the explant procedure one screw broke and the distal portion remains implanted in the patient. The procedure was completed successfully with no surgical delay. This is report 20 of 21 for (B)(4).